Manufacturer narrative:
The reported failure "battery short run time" occurred during use. The customer used a backup system to continue care. According to the service order (B)(4) dated on (B)(6) 2020, customer stated the battery run time was short. Customer used a backup system to continue care. Service observed system, and replaced the battery (B)(4) battery pack ni-cd 24v 132wh (rfc). Unit passed all calibration, functional and safety tests. Performed. Unit was returned to customer, and cleared for clinical use. As stated by the ssu in the communiciation grid on 2020-09-30, the unit was installed in january 2019, and the battery was checked due to the pandemic, and verified in august 2020. It is possible that the battery life time was expired due to the normal 2 years interval. The actual run time during battery operation depends on the age and condition of the batteries. The run time shown is only a reference value. The actual run time can be shorter or longer. The most probable root cause for the reported failure "battery short run time" could be determined due to end of life time of the battery pack. The rotaflow risk analysis version (B)(4) chapter h1.1.1.21 was reviewed on 2020-10-02 with the following outcome: the most possible causes for the reported failure "battery not holding charge": defect batteries; power supply board failure; software error; user forgot recharge; defect of charger unit. Further mitigation are included in the instructin for use (IFU rotaflow/ 4.2 / en / 13 ) as warnings in chapter 3.3.4 battery operation: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. The reported failure "battery short run time" occurred during use, and could be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program, and additional investigations, or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that during use the battery run time was short. The customer used a backup system to continue care. No indication of actual, or potential for harm or death. Complaint ID: (B)(4).